Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional observations of blood/body fluid outer tubing overlay, outer tubing overlay breached cut, outer insulation cosmetic depression, blood in/on helix mechanism (sleeve head) and in/on helix mechanism.

Event description:
It was reported that the lead had high threshold. When the physician attempted to reposition the lead, the helix would not retract. The lead was then removed and replaced. No patient complications have been reported as a result of this event.